Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was running normally when it spontaneously shut down. The ups went down which caused the cns to lose power. However, even after restoring good ac power, the cns still would not start and would not turn on. They have tried multiple power sources, new power cable, and turned the toggle switch off / on. The unit will not turn on. Nihon kohden technical support (ts) assisted with putting a spare unit in its place. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was running normally when it spontaneously shut down. The ups failed, which caused the cns to lose power. However, even after restoring good ac power, the cns would still not power back up. They tried multiple power sources, a new power cable, and toggled the power switch off / on. No patient harm was reported. Investigation summary: the abrupt power loss can cause operating system and system processes corruption. Sometimes, sudden power loss could also damage the hard drive. In this case, the cns no longer powers on, indicating a component failure. Although the exact failure is not determined, the overview of the spontaneous reboot is discussed below. The user was able to replace this cns with a spare device. The customer called to request assistance with device setup. Service history for this serial number shows this is an isolated incident. This cns had been in use since 2018, with no history of hard drive replacement. Spontaneous reboots or shutdowns are usually reported while the cns is monitoring patients. There are a number of factors that may trigger a spontaneous reboot/shutdown: · power outage · uninterruptable power supply (ups) failure · loose power cable · cns overheating · cns power supply failure · cns motherboard failure · cns hard drive failure. When the user attempts to power the cns back up, or the cns reboots itself, the following are possible symptoms: · does not power on · incomplete boot up sequence · booted up into windows, but will not load cns application · displays network disconnect message.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was running normally when it spontaneously shut down. The ups failed, which caused the cns to lose power. However, even after restoring good ac power, the cns would still not power back up. They tried multiple power sources, a new power cable, and toggled the power switch off / on. No patient harm was reported.